Manufacturer narrative:
Similar incidents provided is inclusive of all annex c codes associated with listed annex a codes.

Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating 3 reboots occurred within 24 hours. Additionally, the device was visually inspected, and no foam particles were observed. No repairs were performed. The device was scrapped.